Event description:
It was reported that catheter entanglement occurred. During percutaneous coronary intervention, an opticross hd imaging catheter was advanced to confirm the implanted stent sizing. The catheter was unable to cross the stent and when the physician attempted to remove the catheter, the catheter stuck on the wire and could not removed. After the catheter and wire were removed together, it was observed that the wire was coiled proximal to the catheter wire port. The case was successful despite the inability to use the opticross. No patient complications were reported.

Event description:
It was reported that catheter entanglement occurred. During percutaneous coronary intervention, an opticross 6 hd imaging catheter was advanced to confirm the implanted stent sizing. The catheter was unable to cross the stent and when the physician attempted to remove the catheter, the catheter stuck on the wire and could not removed. After the catheter and wire were removed together, it was observed that the wire was coiled proximal to the catheter wire port. The case was successful despite the inability to use the opticross. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device returned with a wire attached to the distal tip of the device. A kink was observed in the sheath assembly. The guidewire exitport was observed torn. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.